Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and feedback from the field. It was later provided it is unknown if the cables used were olympus products. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: - increased number of deposits of tissue on the electrode. - increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. - increased contact resistances due to defective contacts. - the instrument is located in a gas bladder during activation. - the measuring method of the esg-400 might have an impact on the conductivity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had damaged universal cables during diagnostics. The issue was found during the procedure. There were no reports of patient harm.